Event description:
Complainant alleged that the first responder team from the fire department responded to a call for a patient (age unknown) in cardiac arrest. The device was attached to the patient via electrodes and then displayed a "check batteries" message and inappropriately shut down. The device was turned off/on and then displayed a "check batteries" messsage and inappropriately shut down. Complainant alleged that the firefighters obtained another device to continue treating the paitent; the patient was treated with five discharges of energy (joules unknown) with this replacement device. The patient received another discharge of energy (joules unknown) upon arrival at the hospital. Comoplainant indicated that the patient subsequently expired.